Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's cleaning brush was left inside the pipe. It happened during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter coming out due to a clogged suction channel and the c-cover (distal end) tip cover was burnt. A definitive root cause could not be identified for the foreign material therefore, could not conclusively specify the root cause of the foreign material remained in the device. The probable cause for the burnt tip it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.